Manufacturer narrative:
The investigation into the difficulty inserting/removing introducer issue has been completed since the original report was submitted. The device was not returned for investigation. As per the given clinical, due to a difficult calcific plaque within the vessel, the decision was made to postpone the case. The cause of the difficulty inserting introducer was patient condition due to diseased vessels, based on given clinical details.

Event description:
The user facility reported a patient undergoing high-risk percutaneous coronary intervention was planned for an impella cp device placement for mechanical circulatory support. However, the delivery of the impella cp pump was postponed after the staff was unable to advance the 10 french dilator. It was stated the patient had difficult, calcific plague within the vessel which caused too much resistance for insertion. As such, the implant was aborted prior to the pump being inserted. There was no patient harm.

Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿